Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the cv-190 was connected out of serial digital interface (sdi) 2 to the composite connection on the boom. Tac instructed the customer disconnect the cable from out of sdi 2 and reconnect to the computer out video connector of the cv-190. The customer was able to view the video image on the secondary carl storz monitor afterwards. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown diagnostic procedure, there was no video on the evis exera iii video system center. The cable that connected the olympus tower to the boom was plugged into the serial digital out port of the cv-190 and no video was being transferred to the olympus tower. The patient¿s bed was rotated to change the angle over the patient to see the monitor display attached to the tower to complete the procedure. The procedure was completed with minimal delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the customer connecting the serial digital interface terminal of cv-190 without knowing that the monitor of another company is a monitor that would correspond to the composite signal. The event can be detected/prevented by following the instructions for use which state: system chart the recommended combinations of equipment that can be used with the video system center are listed below. New products released after the introduction of the video system center may also be compatible for use in combination with it. For further details, contact olympus. Warning if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations. Olympus will continue to monitor field performance for this device.